Event description:
Boston scientific crm received information that a fracture of this right ventricular lead was suspected. Impedance measurements were noted to be greater than 2000 ohms which triggered the lead safety switch (lss) on the associated pacemaker. They are also seeing noise on the egms, no r-wave measurements and no capture despite maximum device outputs. The patient is not pacemaker dependent and had not been followed since (B) (6) 2008.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.